Event description:
Olympus was informed that during disassembly/preparation for cleaning/reprocessing after an unspecified endometrial biopsy procedure, the scrub nurse noticed a mechanically sheared off and missing rivet at the jaw mechanism of the biopsy forceps. It is unk when this damage occurred and whether a fragment/part fell inside the pt's uterus during the previous procedure which was reportedly completed. However, no pieces were found during search and an x-ray was taken where no foreign objects were noted. No other info was provided but there was no report about an adverse event or pt injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for eval/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.